Event description:
Caller reported a malfunction on the pump, identified by error code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, although caller was unable to perform the reset at that time. A follow-up was attempted by technical support, and an email was sent to the customer before closing the case.